Event description:
It was reported by service report that one pin was bent and there was no communication from the bed to the nurses station. There was pt involvement; however, no adverse consequences were reported.